Event description:
It was reported that the insulin pump alarmed motion sensor test failure. Customer stated that the insulin pump may have alarmed motor error as well. Customer's blood glucose reading was around 68 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and failed for encoder signal out of phase. No a35 alarm noted. Unable to verify e70 alarm due to motor error alarm. Minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.